Event description:
The manufacturer received information alleging an oxygen cylinder became disconnected from the ultrafill device. There was no report of patient harm ro injury. The investigation is still ongoing. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an oxygen cylinder that allegedly became disconnected from the ultrafill device. The ultrafill device and cylinder were returned to the manufacturer for evaluation. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to separate from the ultrafill unit.